Manufacturer narrative:
The device was repaired by the biomedical engineer at the user facility and was not returned to the MFR for an eval of the reported incident. The battery, pole clamp, battery door, and petal module cover were replaced. "Unit functions normally at this time," and no pt injury occurred. Available history records show the device is 8 years old and has never been sent to the MFR for svc or any other repairs. A historical review of the customer complaint. Database dating back one year, revealed no other incidents of this nature. Due to the fact of the device not being returned a full investigation of the reported incident cannot be performed.

Event description:
(B)(4) the pump was mounted to an IV pole. The plastic cover that holds the battery inside the unit failed. The battery fell out of the bottom of the pump, became disconnected from the power connections, and fell on the pt's left foot. Device usage problem: device failed (eg broke, couldn't get it to work or stopped working).